Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. On an unreported date, the patient was hospitalized for the bacterial peritonitis. Beginning on the day of onset, the patient was treated with an unknown intraperitoneal antibiotic (medication, dosage, frequency, and duration not reported) for the bacterial peritonitis event. Beginning on an unknown date in the same month as the onset, the patient was treated with an unknown oral antibiotic (medication, dosage, frequency, and duration not reported) for the bacterial peritonitis event. Antibiotic treatment completed on unknown date(s) in the month following the peritonitis onset. It was not reported if dianeal therapy was ongoing during this peritonitis episode. On an unknown date in the month following the onset and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the bacterial peritonitis event. On an unreported date, the patient and family member were retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.